Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a (B)(6) year-old female patient who had essure (batch no. 50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included psoriasis, diverticulitis, gravida ii, renal calculi, left lower quadrant pain and parity 1. Ultrasound done shows implant in place in proper location. Previously administered products included for an unreported indication: nexplanon. Concurrent conditions included obesity, breast tenderness and hair loss. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 for contraception as well as etonogestrel (nexplanon), oxycodone hydrochloride; paracetamol (percocet) since 2013 and paracetamol (acetaminophen). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), arthralgia ("left hip area pain") and abdominal pain ("abdominal area"). The patient was treated with nsaids. Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue, weight increased, arthralgia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Patient medical history added. Fu marked significant due imrdf/FDA code error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 44-year-old female patient who had essure (batch no. 50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included psoriasis, diverticulitis, gravida ii, renal calculi, left lower quadrant pain and parity 1. Ultrasound done shows implant in place in proper location. Previously administered products included for an unreported indication: nexplanon. Concurrent conditions included obesity, breast tenderness and hair loss. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for contraception as well as etonogestrel (nexplanon), oxycodone hydrochloride;paracetamol (percocet) since 2013 and paracetamol (acetaminophen). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), arthralgia ("left hip area pain") and abdominal pain ("abdominal area"). The patient was treated with nsaids. Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue, weight increased, arthralgia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.